Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was harder to press. The customer tried pressing the button in different areas. Tandem technical support advised the customer to press the button in the middle. The customer acknowledged the advise. There was no reported impact to blood glucose.